Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the illumination on multiple ports burned out before a procedure. There was no patient involved.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the whole illuminator was replaced and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 28, 2012. Based on qa assessment, the product met specifications at the time of release. A tabletop illuminator module was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. A known good lamp was installed into the sample and the module was installed into a calibrated system for functional testing. The sample was found to meet specifications. The root cause cannot be determined conclusively, based on the information obtained. (B)(4).